Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still was installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the cadiere forceps instrument had a lot of "coupling" failures and one cable was out. No fragments fell inside the patient as a result of the reported event. The procedure was completed with no patient harm, adverse outcome, or injury reported.